Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted one 18ga x 8cm powerglide midline catheter. The device was placed within a specimen bag. Apparent usage residues were evident on the sample. An extension tube was attached to the luer adapter. The catheter exhibited a complete break just distal of the molded joint. The distal catheter fragment was not evident in the photograph. While a break in the catheter tube was apparent in the provided photograph, inspection of that photograph was insufficient to identify the root cause of the break. The event description suggested that catheter kinking due to securement technique may have contributed to the break. A lot history review (lhr) of rebz1102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a powerglide pro catheter broke during removal. The catheter segment was successfully retrieved in the or. There was no patient harm reported. Additional information received: "performed a dressing change on (B)(6) 2018, it was a routine wednesday dressing change. Vascular access was consulted to trouble shoot line on (B)(6) 2018 - the statlock was incorrectly applied and kinked the line. Vascular access addressed the kink and performed a dressing change, (B)(6). Catheter used (B)(6) 2018 through (B)(6) 2018 - last med given was vancomycin on (B)(6), no flush documented. Dressing change occurred on (B)(6) 2018. No use or documentation through (B)(6) 2018. The line was removed (B)(6) 2018 due to catheter separated from the strain relief. The removal was successful and occurred in the operating room. A new device was not placed. There was no patient harm, but the patient was sedated for surgical procedure and required an additional night stay".

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not been returned for evaluation.

Event description:
It was reported that a powerglide pro catheter broke during removal. The catheter segment was successfully retrieved in the operating room. There was no patient harm reported.